Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous angioplasty, a shaft fracture occurred. The lesion was located in an artery in the foot. The 1.50x15mm apex flex balloon was advanced to the lesion. The pt then flexed their foot and a shaft fracture occurred. The procedure was completed with a 2.0mm apex balloon. No pt injuries or complications occurred. Pt status is satisfactory.